Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a postoperative abdominal infection resulting in the development of adhesions and granuloma formation after undergoing bowel resection and anastomosis in which one unit of adept was used. Fifteen days later, the patient underwent a repeat of the surgery for an unknown reason. During the second surgery, it was observed that the patient's abdomen was inaccessible due to adhesions and was full of granulomas. Remedial treatment was not reported. At the time of this report, the patient remained hospitalized due to another indication. No further information was provided regarding the outcome of the event. No additional information is available.